Manufacturer narrative:
Date of even reported on initial MDR has been updated. Correct date of event is (B)(6) 2017. A review of the device history record was completed for batch# 7065753. All inspections and challenges were performed per the applicable operations qc specifications. A sample or photo was not available for evaluation; therefore, the investigation was limited. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm) had plunger difficulty. No reported medical intervention or injury.